Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, return of device would not be necessary as the cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had their device explanted due to a generator infection. Infection noted to have occurred about 8 weeks after implant. Lead was left implanted and patient was started on antibiotics. Device history records were reviewed for the generator. The generator and lead passed all specifications prior to distribution. The generator was hp sterilized. Device evaluation will not be performed as it will add no value to the investigation as root cause is known no other relevant information has been received to date.